Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the carbon bridge. The customer did the flow cell monthly maintenance procedure and recalibrated the system. This appears to have resolved the issue. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 2 of 4 reported by this customer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their synchron lx20 clinical system gave erroneously low sodium (na) results for four pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the results were questioned by a physician. The samples were repeated on the lab's other analyzer and the results were higher. Amended reports were issued. The system is routinely calibrated every 24 hrs. Quality control (qc) samples are run immediately after calibration and then repeated about 6 hrs later. Pt control samples are run throughout the day. At the time of the event, qc samples results and pt control sample results were within the lab's established ranges. This is report 2 of 4 medwatch reports filed for this event for pt 2 of 4 pts. A single medwatch report was filed in (B)(4) 2010.